Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colostomy creation, while on the resection of bowel, the devices had poor staple formation and incomplete staple line. Staples were incomplete/not formed at all throughout the staple line. Another handle and reload was used in order to complete the case. No patient injury.